Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The DHR for lot 17189 was reviewed. No reworks, ncs, or defects related to the product complaint were found. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the patient have an autoimmune disease? Is the patient currently taking steroids / immunization drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? How severe was the dysphagia/odynophagia before intervention? Did the dysphagia improve after the device was implanted initially? Were there any intra-operative complications during implant? Was there any hiatal or crural repair done at the same time as the implant? Other than the reported dysphagia and patient¿s request to have the device removed, were there any other factors that contributed to the removal? Was the device found in the correct position/geometry at the time of removal? Is the device available for return?

Event description:
It was reported that a linx device lxmc15 was removed at patient¿s request due to dysphagia. There were no additional patient consequences reported.